Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The country of origin is (B)(6). The customer noted that qc was fine and there were no device errors. The customer stated that they remeasured 10 samples before and after this sample, and the reproducibility was good. The investigation is ongoing.

Event description:
The initial reporter complained of questionable elecsys total psa results for 1 patient sample on a cobas 8000 e 602 module analyzer. The initial result was 15 ng/ml and the repeat results were 0.5 ng/ml and 0.5 ng/ml. No questionable results were reported outside the laboratory. The reagent lot number was 460591 and the expiration date was asked for but not provided.

Manufacturer narrative:
The field service engineer (fse) checked the instrument and found no issues. The investigation determined the event was consistent with a pre-analytical handling issue at the customer site.